Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic segmentectomy procedure. The stapler was being applied to the lung. The reload did not close at all. The stapler was able to fire. There was no patient injury.